Manufacturer narrative:
Unit received with frozen display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with corroded keypad traces. Unit received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have moisture under display screen due to customer falling into swimming pool. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.